Event description:
After nearly 3 years of successful cochlear implant use, this pt's device failed due to deterloration of the electrode contacts. At the time of explantation, only 9 of the 22 electrodes were functional. Explantation/reimplantable surgery was successfully completed in 2005.